Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
No customer letter required. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient has expired. The date of patient's death and implant duration are unknown. In 2009 (through follow-up with the health-care provider), a response was received, however, the cause of death was not provided. Per the operative report of six months prior, at the end of the operation, "the patient was transported from the operating room with the chest open to instensive care unit with sponges packed in the mediastinum in crtical, but stable condition."

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.